Manufacturer narrative:
A returned product evaluation was unable to be completed as no device was returned. A manufacturing record review was unable to be completed as the lot number is unknown. Based on the limited information, the root cause of the event was unable to be determined.

Event description:
Tip of turnpike lp came off but stayed on wire and was removed from the body. No patient impact or injury reported.